Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2025 and barbed suture was used. During the procedure, after the patient had a rectal tumor removed through the angus, the problem of pulling off suture needle happened when suturing the incision, causing the needle to completely fall into the patient's anal canal. After opening the anal canal from the side, the needle was completely removed and the incision was re sutured. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint #(B)(4). H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained via: - was the needle removed from the patient during the same procedure? If no, please explain. - was there any additional tissue damage as a result of searching for the needle? - were there patient consequences? If yes, please explain. --please refer to the event description, other information requested is unknown. - it was reported that the event date is may 15, 2025, and the alert date is (B)(6) 2025. Could you please provide a justification for this variance in the timing of the report related to this file? --loc just received the complaint from hospital in (B)(6) 2025.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected information: h6 health effect codes. Additional information was requested, and the following was obtained: received information as following from sales rep via phone today. After investigation, the patient underwent transanal rectal tumor resection on (B)(6) 2025. The operator used the suture (sxmp1b427) to perform the tissue suturing in a continuous suturing manner (the specific suturing tissue layer was unknown). The problem of pulling off suture needle happened during the suturing. The detached needle fell into the anal canal of the patient. The operator immediately opened the anal canal to completely remove the needle. The integrity of the needle was checked after removal. A new suture (with unknown specific product information) was replaced after it was confirmed that there was no residual foreign body. The subsequent operation went smoothly. This event led to prolonged operation time (within half an hour, specific delay time unknown) and additional damage of anal canal. No subsequent adverse event report was received. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: b1, b2, c1.

Manufacturer narrative:
Product complaint # (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected d4 UDI number.

Manufacturer narrative:
Product complaint # (B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected information: b1, b2, h1.